Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the patient began to cough blood. After calibration of the sensor, the hemoptysis improved. Following the procedure, the patient was moved to the ICU, where the patient recovered quickly. CT scan showed no signs of a perforation. The patient is currently in stable condition and was released from the ICU. There were no performance issues with any abbott devices.